Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support took corrective actions by arranging to replace the pump. The customer was advised to use multiple daily injections as backup therapy, put the pump into storage mode, and return the malfunctioning pump using a pre-paid label. The replacement pump was sent without a delivery signature requirement.